Manufacturer narrative:
Correction to lot number.

Event description:
The blazer catheter was selected for use during the procedure to treat paroxysmal supraventricular tachycardia. It was reported that the temperature couldn't exceed 40 celcius. Replacing the catheter resolved the issue. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
The blazer catheter was selected for use during the procedure to treat paroxysmal supraventricular tachycardia. It was reported that the temperature couldn't exceed 40 degrees celsius. Replacing the catheter resolved the issue. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The blazer catheter was selected for use during the procedure to treat paroxysmal supraventricular tachycardia. It was reported that the temperature couldn't exceed 40 celcius. Replacing the catheter resolved the issue. The procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Correction: section d. Suspected medical device; d4 lot number: 0027587984. Blazer ii xp catheter was evaluated by boston scientific. Analysis of returned product revealed that the device has an electrical open on the resistor ID, consequently confirming the reported complaint. Additionally, the device was destructively analyzed, and it was observed that the resistor ID electrical open is located at distal section of the catheter. Laboratory analysis was able to confirm the reported clinical observation of poor temperature control.